Event description:
It was reported that during a percutaneous transluminal intervention treatment procedure, a balloon rupture occurred. The target lesion was located in a moderately calcified and moderately tortuous vein shunt vessel. It was first predilated with a sterling 5x40mm balloon. Then a sterling 7x40mm balloon catheter was advanced. Upon the first inflation, the balloon ruptured at 10atm. The device was removed intact and the procedure was closed. There were no patient complications and the patient condition post procedure was reported to be "good".

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)